Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed far p wave oversensing on the right ventricular (rv) lead. Chest x-ray was performed and revealed rv lead dislodgement. It was also noted that there was intermittent capture. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
Additional information received notes failure to capture on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to reposition the rv lead. The patient was discharged following the procedure.